Event description:
It was reported the device was difficult to recapture. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) was selected for use. During the recapture of the closure device, the physician perceived resistance. The physician pulled the deployment handle and the device moved toward the hemostasis valve. The device then became stuck into the y-connector of the catheter, so another wds had to be opened and used to complete the procedure.